Event description:
Procedure type: thoracotomy. According to the reporter: the staples did not fire. The pt is currently staple at the time of reporting. After the stapler was removed from the pulmonary artery there was significant blood loss, and CPR was initialized. Then the entire lung has to be removed. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).